Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure targeting an aneurysm on the m1 segment of the middle cerebral artery (mca), the complaint stent, a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 8697595) was impeded in the proximal end of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be advanced further. The physician tried to retract the stent; the stent body became prematurely separated from the delivery wire. The physician removed the stent and the microcatheter from the patient; then removed the stent from the microcatheter. The physician replaced the stent to complete the procedure using the original microcatheter. There was no report of any negative patient impact. On 23-jul-2024, additional information was received. The information confirmed the procedure was a stent-assisted embolization that was targeting an aneurysm on the m1 segment of the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. There was no damage observed on the stent / stent delivery system when it was removed from the patient. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). The information also confirmed there was no negative patient impact / patient harm and no procedure delay.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). . Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The device lot number is unknown; therefore, the full UDI is not available. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.